Manufacturer narrative:
The coil was returned separated from the delivery pusher. The coil implant had evidence of damage, with stretching noted along the proximal 3cm. The marker band and monofilament knot tie were noted to be intact. There was minimal evidence of blood or hydrogel expansion along coil length. The distal end of monofilament had evidence of tensile failure, which was evident as an uneven, rough surface with necking. Based on the investigation, the complaint of a broken coil could be confirmed, as the coil was separated from the pusher. The report of the pusher separated into multiple strands could not be confirmed; however, there was evidence of stretching of the coil. The root cause of the broken coil is unknown; however, the damage to the device exhibited that it was subjected to excessive tensile force that exceeded its maximum strength specification of the monofilament.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00331.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter, and the pusher wire was noted to have separated into multiple strands. There was no reported intervention or patient injury. The patient is reported to be fine.